Event description:
It was reported that when using the bd pyxis¿ es server, no orders were not crossing over for all devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where no orders were crossing to all devices. A technical support specialist (tss) logged into the server remotely via remote support service (rss). The tss ran a query through ssms to verify whether messages were crossing over from the interface and reviewed the results. The tss confirmed that all required services were started and running, then restarted the external messaging service and ran the query. However, the carefusion coordination engine (cce) continued to show as disconnected. The tss reviewed the external messaging logs and found an error indicating that the cce disconnected flag was set to 1, this flag later switched to 0 during the iest escalation. The customer confirmed that the issue was resolved and that the case could be closed. The system functioned as intended after the technical support specialist troubleshot the device.